Manufacturer narrative:
This is the same patient and event as report #9610726-2007-00052.

Event description:
The patient received interax tka in 1998. The patient suffered a supracondylar fracture in 2007. During supracondylar fracture surgery, the surgeon discovered the interax inserts were deformed. Therefore, the surgeon exchanged inserts in addition to the fracture surgery."